Manufacturer narrative:
A specific root cause was not identified. Based upon the information provided, the most probable cause of the event was a pre-analytical sample handling issue. The customer was centrifuging their sample tubes for 10 minutes. The tube manufacturer recommendation is 15 minutes for the type of sample tube in use. Quality controls performed prior to and after the sample was tested were acceptable. Assay performance tests performed on the analyzer were within specification. The erroneous result was not reported outside the laboratory.

Event description:
The customer received questionable troponin t stat, cardiac t (troponin t stat) results for one patient sample from the emergency room. The initial result was 0.156 ug/l. The result was not reported outside the laboratory. Laboratory protocol dictates that they repeat all new positive troponin t stat results from patients that do not have recent troponin t stat results. The sample was repeated twice on the same analyzer and recovered <0.010 ug/l both times. The <0.010 ug/l result was considered the correct result and was reported outside the laboratory and to the physician. The sample integrity is suspected because the centrifuged primary serum sample with gel tube did have visible floating debris after the sample was gently re-suspended/mixed. The reagent lot number was 15887701.

Manufacturer narrative:
This event occcurred in (B)(6).